Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, high voltage lead impedance was observed. The lead was explanted and replaced. There was no harm to the patient or complications.